Event description:
Customer reported a low ultrafiltration event associated with a meridian hemodialysis instrument. Dialysis prescription info had been entered in the instrument while waiting for a dialysis pt to arrive at the dialysis center. The prescription called for no fluid removal during the treatment. The pt did not arrive for dialysis and the instrument was turned off. The next day the instrument was turned back on and set up for a second pt. The second pt's ultrafiltration goal was not entered. The instrument retained the ultrafiltration goal from the previous "no show" pt. This resulted in the second pt having no fluid removed. No pt injury or medical intervention was reported.